Manufacturer narrative:
The esu was returned and thoroughly evaluated. The complaint of the unit registering error code 33 could not be reproduced. However, a review of the unit's error log confirmed that the erroring occurred. The unit's outputs were found to be within specifications. An internal inspection of the esu revealed that liquid had intruded inside the generator and damaged components on the mainboard printed circuit board (pcb). The damage may have caused the unit to have errored. The customer was made aware of the findings and the recommended repair was agreed upon. Therefore, the pcb was replaced and the remaining residual liquid substance was removed. After the repair, an alignment (i.e., a calibration) was performed on the esu to ensure that all parameters are within specifications. Finally, a technical safety check was performed on the unit to confirm that all features are functioning properly. The generator was calibrated and meets specifications. Most likely, there were many factors involved with the reported event, and no conclusive determination can be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work is planned with the medical staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. It was initially reported that during use the unit errored (i.e., registered error code 33). However, upon further discussion with the customer a perforation to a patient's bowel occurred. A colonoscopy was being performed to remove a one (1) cm polyp. The settings were cut, 30 watts and forced coag, 25 watts. The esu was used with a boston scientific endo snare. The unit errored and did not produce output. After troubleshooting, the delivered output was still not sufficient. After re-checking connections once again, the esu finally worked. Nevertheless, a perforation of 1.5 cm occurred. Therefore, to address the issue a left hemicolectomy was performed. No further information regarding the patient's condition was provided.